Event description:
It was reported that the patients right lead had migrated and the left lead had high impedances. Loss of stimulation and severe pain were also reported. Reprogamming was done and able to get good coverage. Analysis was performed and the result showed that the lead was fractured. The patient will undergo a revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Exact date unknown, event occurred many months ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5086075.

Event description:
It was reported that the patients right lead had migrated and the left lead had high impedances. Loss of stimulation and severe pain were also reported. Reprogramming was done and able to get good coverage. Analysis was performed and the result showed that the lead was fractured. The patient will undergo a revision procedure.